Event description:
Patient enrolled into the trial. Tia reported with access site hemorrhage post procedure. Blood transfusion given for low hb. Eight hours post stent placement, patient developed expressive aphasia and confusion. Patient improved within 14 hours and recovered with sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2009-00025 for the protege rx used in this procedure.